Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review of the transmission, it was noted that the pacemaker exhibited interrogation problem. No intervention was performed and patient condition was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited interrogation problem. No intervention was performed and patient condition was unknown.